Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue with the homechoice cassette; further described as ¿the patient could not get the transfer set to disconnect from the patient line¿. This was observed during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.